Manufacturer narrative:
This report is submitted june 1, 2017, (B)(4).

Event description:
Per the patient's surgeon, the patient developed skin complications at the abutment site, and the site was cauterized with silver nitrate in (B)(6) 2013 (specific date not reported). On (B)(6) 2013, the patient underwent a procedure to cauterize and excise excess skin at the abutment. Following the procedure, the patient was prescribed a topical antibiotic ointment. In (B)(6) 2014 (specific date not reported), the patient returned to the clinic presenting with infection and drainage at the implant site, and was prescribed oral and topical antibiotics for a duration of 10 days. In (B)(6) 2015, the patient's abutment was removed and was prescribed with additional antibiotics (type, duration and dates not reported). On (B)(6) 2017, the patient underwent revision surgery in order to place a magnet on the internal fixture.